Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that the patient was unable to charge the implantable neurostimulator (ins) since (B)(6) 2014 and the patient was not getting recharge coupling bars on the implantable neurostimulator recharger (insr). It was noted that the patient charged the ins every week. The last time the ins was fully charged was one month prior to (B)(6) 2014, and stimulation was last felt on (B)(6) 2014. When the patient checked the ins using the patient programmer, the ins was less than half battery capacity. It was also reported that the insr was not charging. Through troubleshooting, it was determined that the insr was empty and there was a loose/wiggly connector pin on the desktop charger (dtc). The broken connector pin on the dtc appeared to have occurred through normal product use, and there was no patient injury reported. The patient was instructed to follow up with the manufacturer if there was a communication issue while charging. Additional information received from the consumer reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.